Event description:
A female had a maximum diameter of aneurysm of 55mm with a pacemaker implanted. Aaa repair went as labeled, using the "tag-of-wire" technique. Fluoroscopy following placement of the main body graft and the two iliac leg grafts revealed a type I endoleak. The physician then placed another manufacturer's stent. This resolved the endoleak.

Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy.